Event description:
Boston scientific received information that these defibrillation leads were attempted implants. The first lead was implanted, but the helix was unable to be extended or retracted. A second lead was tried, with the same problem. Finally a passive fixation lead was implanted successfully. The two attempted leads were returned for laboratory analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a visual inspection of the lead found the lead body to be twisted, from the yoke to the lead tip. The helix was extended. Dried blood was noted in the helix housing. A stylet was attempted to be inserted into the lead, but became stuck at 17 mm from the terminal pin. The helix was tested and it was noted that the terminal pin turned freely. The lead did not pass tests resistance and pressure tests, completed to assess lead electrical performance and insulation integrity. An x-ray of the lead's terminal end revealed the rate/sense conductor coil was fractured under the anode ring at the distal end of the terminal pin. It was suspected that the helix mechanism became stuck due to the blood in the helix housing, and the continuous effort to extend and retract the helix resulted in over torque, which caused the conductor to fracture.